Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to an unknown product performance anomaly. This device was successfully replaced. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).